Event description:
Technician alleged that the brakes would set, but would ratchet. No pt impact.

Manufacturer narrative:
The technician replaced all brake casters and the butterfly pedal, bolts and pedal foot pads to resolve the issue.